Event description:
It was reported that during a vena cava filter placement, the filter arms came out and one leg came out horizontally, but the rest of the legs were stuck in the spline. The doctor tried flushing it and manipulating it to try and release the filter, but it would not release. The filter was removed via the jugular with a recovery cone. Another filter was implanted without difficulty and there was no reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the subassemblies, the raw materials, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. As received, one delivery system, one deployed filter, on introducer sheath in 3 pieces. The delivery system consisted of the pusherwire, storage tube and y-body, all connected. Also connected to the delivery system was the hub portion of the introducer sheath. No dilator was returned with the sample. Upon inspection of the returned sample while the delivery system was still connected, it was noted that the storage tube and the pushwire between the pusher pad and the split spline were bent. The storage tube had an approximate 30 degree bend and the y-body had no defects. The sheath was evaluated. It appeared that the filter was stopped just distal of the distal band. The filter hooks pierced through the wall of the sheath. All arms, legs and hooks were present and intact. The result of the investigation was confirmed for failure to deploy as the introducer sheath condition indicates. The root cause of the event is unknown. The current IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at anytime during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during deliver could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.